Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the patient required a permanent pacemaker within 30 days of implant of an intuity elite valve. The root cause of this event cannot be determined with the available information. However, there is no information suggesting there was any device malfunction and/or deficiency. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. The subject device is not available for evaluation, as it remains implanted in the patient.

Event description:
It was learned about a study aimed to compare clinical and hemodynamic results after avr with three bioprostheses with different design and characteristics. Between march 2013 and february 2017, 76 consecutive >75-year-old patients presenting with an aortic annulus diameter 21 mm at preoperative transthoracic echocardiogram underwent isolated avr for severe aortic stenosis. Valve prostheses implanted, all in bovine pericardium, were trifecta (n = 24), intuity elite (n = 26), or perceval (n = 26). Within the context of this article the following events were identified as pertaining to the inuity elite valves model 8300ab: 2 cases of cerebrovascular accident (stroke) occurred in the perioperative period (2019-08687-1) 1 case of pm implantation occurred in the perioperative period (2019-08687-2) 12 cases of patient prosthesis mismatch (1 severe + 11 moderate) detected on followup echo at 2.2 ± 0.5 years (2019-08687-3).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.